Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pumps pressure within the joint would fluctuate intermittently. This occurred during a shoulder scope about twenty minutes into the procedure. The pressure within the joint would fluctuate intermittently. There would be periods with no bleeding, followed by significant amounts of bleeding. The pressure value stopped displaying on the screen.